Event description:
Falsely elevated pt inr results were reported on proficiency survey samples. The results were recalculated after corrections were made to the customer isi settings and lower results were obtained. No patients was reported to have been treated on the basis of the falsely elevated inr result. There is no report of adverse outcome to patients as a result of falsely elevated inr results. The customer does not believe there was any patient impact.

Manufacturer narrative:
The cause of the falsely elevated pt inr survey sample results reporting was operator error. The account failed to follow siemens instructions for use for the dade(r) innovin(r) reagent for determination of international normalized ratio (inr). The IFU calls for entry into the instrument software the lot specific international sensitivity index (isi) for the reagent/instrument combination. The instrument is performing within specifications. No further evaluation of the device is required.